Event description:
Device 2 of 2 . Reference MFR report::1627487-2019-04806. It was reported that patient experienced lead migration due to a fall. Reportedly, the right migrated up and anteriorly. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the lead was repositioned. Effective therapy was restored post operatively. It is unknown which lead migrated and both will be reported.